Event description:
I've had 3 surgical incision hernia rupture operations from mesh complications for the same incision that was once stitched for 5 years without complications. On (B)(6) 2012 - I had laparoscopic surgery repair of a ventral hernia, with bard-davol ventralex st hernia patch mesh screen with absorbable tacks covering a small linear tear (2006 operation incision for an inguinal hernia), described by the surgeon as the size of a pinky finger tip. A second screen was applied just below my xiphoid area because the muscle tissue was worn and threaded. On (B)(6) 2012 - after the first operation, I began to feel pain and pressure against my intestinal track and inflammation inside the right abdominal side area. I felt the slowing of bowel movements and was nauseated at times, especially when I sat. I started to have the "poisoned" feeling in my body as my intestines were being blocked. I felt a mass of scar tissue inside on the right side when I bent over or the weight of it when I laid down. On (B)(6) 2012 - the surgeon then performed an operation a second time. He cut and removed the scar tissue, which he described as the size of a softball (photo available), located at the mesh screen area. He also removed the adhesions that he found on both new mesh screen areas. On (B)(6) 2012 to (B)(6) 2013 - after the second operation that removed the excess scar tissue, there was even more pain. It felt like sandpaper was grating inside my abdomen when I bent my body to sit or move. At night when I would lay down to sleep, if I laid on my left side or twisted my abdomen, I felt poking inside. I felt the best when I stood up and kept perfectly still, but it was hard to put weight on my right leg. At times, it became so painful that rather than bending my body to sit on a chair in front of a desk at work, I stood with my knees on the floor. The area where the screen was located in my abdomen was inflamed on and off depending upon if I had evacuated a bowel movement (pressure, toxins released, and inflammation reduced) or not. I ate small portions, soft, easy to digest, non-inflammatory food to ease the pain. I went back to the surgeon and asked him to remove the mesh screen as I felt it wasn't working right in my abdomen area and my body was rejecting it. He agreed to do a exploratory surgery to see if he could remove it. On (B)(6) 20113 - during the third operation, the surgeon found that there was more scar tissue, but not as much as before, coming off of the end of the mesh screen area (photo available). The surgeon had decided not remove the mesh as most of the skin had grown through it, so the excess scar tissue was cut and then cauterized. It was also discovered that my intestines were full of scar tissue on the surface (photo available), which was not there in the previous two surgeries. I told the surgeon that I kept feeling a grating pain inside and I mentioned perhaps it was from the screen or the tacks. The surgeon said he lifted my intestines and there was scar tissue on the side too. I then mentioned that I kept feeling poking when I lay on my side. He took a biopsy for testing, which showed that there wasn't cancer or any other disease. On (B)(6) 2013 to current - my pain still continues as a "side effect". I go to a licensed acupuncturist from 1 to 2 times per week depending upon my pain level. I see an osteopath doctor monthly for pain relief, which is provided by external manipulation on my body. Between these two practitioners, they have kept my bowels moving and pain to a minimum. The osteopath has also been able to massage the adhesions to break them loose delaying surgery. Without these two health providers, I would have been hospitalized and had to have had emergency intestinal surgery. I believe no surgeon (mine included) is willing to remove the mesh because of liability. Now at (B)(6) for removal option opinions. My intestinal environment is off balance from 2 years of bowel obstruction, for which I am seeking help to try and rebuild. Mesh screens in a person's abdomen, the most sensitive skin in the human body and located next to important vital organs, should not be allowed. This is a mid-evil medical torture technique. The united states government needs to regulate the use of mesh screens in human bodies. I have a auto suture surgipro mesh for an inguinal hernia sewn in (2006) and I have never had problem. In 2011, the surgical incision from the inguinal hernia surgery was ruptured during a routine colonoscopy. If I'd known now the complications that I have from utilizing a mesh screen to repair it, I would have opted for stitching it back together like it has been for 5 years. I know people who have had the same operation back in the 1970's who had stitching and are just fine. They have a larger surgery scar and not a hole, but who cares when it is less risky for your health...unless I get this removed, my life will never be the same and the risk of continuing bowl obstruction places me at a higher risk for intestinal cancer. I'm one of many with this problem, it's all over the internet. Stop blaming it on the surgeons, stop blaming it on the MFR's (unless truly a defective device) and protect people by starting to regulate how mesh devices are used.